Manufacturer narrative:
The samples were collected in a light-green lithium capped tube. Per the customer, the sample volume was adequate in the tube. Per the customer, the last weekly maintenance was performed on (B)(6) 2011 and the last monthly maintenance was performed on (B)(6) 2011. The customer also indicated that the electrode is five (5) months old on board. The local service and national specialists will continue to monitor the system for further issues. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patient's glucm sample results did not match when running in duplicate mode. The sample generated a false low result. The initial glucm result was 90 mg/dl and the repeat result was 117 mg/dl. A rerun of the same specimen on an alternate instrument was also performed that produced results of 115 and 118 mg/dl. The customer reported the result of 117 mg/dl. The customer did not call and complain to bci about this sample. Patient treatment was not affected in this event.